Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 07/31/2014. Evaluations shows this was a recalled joystick. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per end user her power chair goes normal then slows and then accelerates. End user states that while crossing the street one day her power chair slow down. End user states there were no injuries nor issues of abandonment associated with the incident.